Event description:
It was reported that during implant attempt, the device would not pace upon connection to the chronic lead due to a suspected device set screw problem. The device was not used and a new device was connected to the chronic lead successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw was in the connector bore.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw was in the connector bore.

Event description:
(B)(4).